Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was unknown at the time of incident. The customer stated that they have tried all remedies. The customer changed the sets, the reservoir. The customer tried to rewind the insulin pump and then have the insulin pump delivered. The patient has tried different cannula lengths. The customer stated that the tubing was not bent or kinked. The customer stated that every time they tests the insulin pump; the insulin pump passes the test. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.